Event description:
A medtronic representative reported that during a catheter-based procedure the surgeon alleged the navigation system was inaccurate when inserting a catheter into the ventricle. The surgeon checked registration for accuracy using both the stylet and tracer pointer using known anatomical landmarks and it appeared to be accurate. The surgeon then reinserted the stylet and catheter and was unable to get cerebrospinal fluid (csf) from the catheter. The surgeon opted to complete the procedure without the use of the navigation system and continued with a traditional non-guided stylet.

Manufacturer narrative:
A medtronic representative reported that the surgeon alleged that navigation was about 3-4 mm off when he was near the ventricle. A medtronic representative went to the site to test the equipment. The hardware and software passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. A review of the software archive showed that the tracer pattern used by the surgeon was incorrect in that it was all on right side of head. Per the instructions for use (IFU) that accompanies the device, "follow the tracing pattern shown on the screen, or make sure that you collect points both around the target anatomy and on the opposite side of the head." The software functioned as designed.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
A medtronic representative reported that there have been no further issues reported from the site.

Manufacturer narrative:
Patient weight not available from the site.a medtronic representative, following up with the site, reviewed the patient exam with the surgeon who confirmed that the target was where the surgeon intended. Medtronic representative also reported the procedure was a revision surgery. The medtronic representative worked with the surgeon to re-verify accuracy, under drapes, on anatomical landmarks both during the case and again after the case. The medtronic representative reported the navigation did not appear to alter from initial registration.no parts have been received by the manufacturer for analysis.